Event description:
It was reported that the stent was difficult to remove and stent deformation occurred. A percutaneous coronary intervention was being performed. A 24 x 2.50mm promus elite stent was advanced through the watchdog hemostasis valve with no issues. While removing the undeployed stent, it got caught on the watchdog hemostasis valve and upon removal the stent was noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. The promus elite us mr 24 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal stent region were lifted, pulled on the balloon body in a distal direction and bunched in the mid-stent region of the stent. The undamaged stent outer diameter was measured using a snap gauge and it was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The stent was lifted from the balloon and bunched in the mid stent region exposing the proximal to mid balloon wall where crimp markings were visible. However, the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent was difficult to remove and stent deformation occurred. A percutaneous coronary intervention was being performed. A 24 x 2.50mm promus elite stent was advanced through the watchdog hemostasis valve with no issues. While removing the undeployed stent, it got caught on the watchdog hemostasis valve and upon removal the stent was noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.